Event description:
Patient reported that their one touch ultra meter was not powering on. This issue was not resolved with troubleshooting. Medical affairs specialist called and left a message for the patient in 2004. Patient has not responded to that call. A letter will be sent to try and contact patient. Based on the initial information provided, patient had reported that they had contacted a medical professional for advice. They felt really weak and a blood glucose test done on a surestep meter gave a result of 31 mg/dl. Unknown if this is the doctor's meter or the patient's back-up meter. Also unknown if the patient was given any treatment. Due to insufficient information, it cannot be concluded that the malfunction of the meter contributed to any event. This meter is reported as a meter malfunction since the power issue was not resolved. A replacement meter was sent to the patient.